Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose was 1657 mg/dl. The customer was admitted to the hospital. The nurse stated that customer did not have supplies with him and went without insulin. The customer cause of emergency room visit as per healthcare provider is hyperglycemic event. Customer has been on IV drip and will be released. The customer advised the nurse that there was not a malfunction with the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.